Event description:
The device was explanted.

Event description:
It was reported that prior to lvad implant procedure, the patient's device was turned off. Following implant, the device could not be interrogated. Device to be replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.